Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during routine testing of the external pulse generator (epg), the biomedical engineer found very little or no output on the ventricular channel. It was requested that the epg be returned for repair. There was no patient involvement.